Event description:
It was reported that the customer administered a bolus via the pump and a manual injection of insulin. The customer's blood glucose (bg) level subsequently decreased. Customer required assistance from family member who provided candy to address bg. No additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.